Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to pt experiencing a painful insertion, pt noticed that sensor wire had remained inserted inside her skin. Pt proceeded to pull the sensor out of her skin. At the time of her call to dexcom technical support, pt reported that she still had a bruise and that the insertion site was still sore but was not experiencing any swelling.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.